Event description:
The account reported an human chorionic gonadotropin result of 800 iu/l. The pt was taken to surgery and nothing was found. Follow-up testing was run which gave result of <1.0 iu/l. Further info has been requested regarding this incident but no rec'd to date.